Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, rewind test, basic occlusion test and prime/compromised force sensor system test. Unable to confirm motor position encoder error alarm due to overwritten history file. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer¿s parent stated that customer's blood glucose was running high and throwing up and the insulin pump had a motor error alarm. Customer's parent reported that customer's blood glucose was at 140 mg/dl before lunch and went up to 588 mg/dl afterwards. Customer was treated with manual injection. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. A motor position encoder error was found in the insulin pump alarm history. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.